Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 16, 2014 to may 17, 2014. Evaluation summary: visual inspection of the returned device found no evidence of particulate matter inside or outside of the bladder. Microscopic inspection was then performed and again found no evidence of particulate matter. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter within its bladder. There was no patient involvement. No additional information is available.